Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt was not getting stimulation to the lower back as before; there was good stimulation to the legs. Coverage of the lower back did not change with reprogramming. The battery was replaced. There were no add'l issues and the pt outcome was reported as no injury.